Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2715 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("salpingitis") in a 30 year-old female patient who had essure inserted (lot no. C18712) for female sterilisation. The patient had a medical history of preterm labor, abdominal cramp, anxiety, abdominal pain, pelvic pain female, parity 2, multi gravida, tonsillectomy and depression. The patient had a family history of osteoporosis, diabetes, hearing loss and cancer. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced salpingitis (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered salpingitis to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: essure coils noted to be in position. Neither fallopian tubeappears to be patent. Patient tolerated procedure well. [Pathology test] on (B)(6) 2022: pre-op diagnosis: chronic pelvic pain, history of essure post-op diagnosis: chronic pelvic pain, history of essure. Procedure: robotic hysterectomy. Final diagnosis: uterus and bilateral fallopian tubes, hysterectomy/bilateral salpingectomy: cervix: atypical squamous epithelium with equivocal p16 overexpression, negative for low and/or high risk hpv btypes. Su uterus: unremarkable secretory endometrium. Fallopian tube, right: unremarkable fallopian tube. Benign paratubal (hydatid cyst). Fallopian tube, left: benign fallopian tube with mild mixed acute/chronic salpingitis. Benign paratubal (hydatid cyst). Gross description: the right fallopian tube is attached and is 7.3 cm pink to tan and is remarkable for having three attached grossly suggested fluid filled cyst that are 5-7 mm, and is also remarkable for containing metal surgical essure coil. The left fallopian tube is 6.0 cm is pink to tan and is remarkable for having an attached mm suggested fluid filled cyst and is also remarkable for having metal surgical essure coil. [Ultrasound scan vagina] on (B)(6) 2022: findings: the endometrium measures 7 mm in thickness. Uterine fibroids are not present. There is partial visualization of right essure device at the uterine cornu which is better visualized on comparison CT. Small focus of increased echogenicity in the endometrium measures.0.7 0.4x 0.4 cm. Impression: focus of hyperechogenicity in the uterine endometrium appears normal ball on cine imaging and likely represent blood products. Correlate for history of vaginal spotting. Recommend follow-up pelvic ultrasound 6-12 weeks. Partial visualization of bilateral essure devices. Ovaries have normal size with no sonographic findings of ovarian torsion. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event medical device removal is replaced with event salpingitis. Lot number , medical history, reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("salpingitis") in a 30 year-old female patient who had essure inserted (lot no. C18712) for female sterilisation. The patient had a medical history of preterm labor, abdominal cramp, anxiety, abdominal pain, pelvic pain female, parity 2, multi gravida, tonsillectomy and depression. The patient had a family history of osteoporosis, diabetes, hearing loss and retinoblastoma. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced salpingitis (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered salpingitis to be related to essure administration. The reporter commented: not more than one essure related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: essure coils noted to be in position. Neither fallopian tubeappears to be patent. Patient tolerated procedure well [pathology test] on (B)(6) 2022: pre-op diagnosis: chronic pelvic pain, history of essure post-op diagnosis: chronic pelvic pain, history of essure procedure: robotic hysterectomy final diagnosis: uterus and bilateral fallopian tubes, hysterectomy/bilateral salpingectomy: cervix: atypical squamous epithelium with equivocal p16 overexpression, negative for low and/or high risk hpv btypes. Su uterus: unremarkable secretory endometrium. Fallopian tube, right: unremarkable fallopian tube. Benign paratubal (hydatid cyst). Fallopian tube, left: benign fallopian tube with mild mixed acute/chronic salpingitis. Benign paratubal (hydatid cyst). Gross description: the right fallopian tube is attached and is 7.3 cm pink to tan and is remarkable for having three attached grossly suggested fluid filled cyst that are 5-7 mm, and is also remarkable for containing metal surgical essure coil. The left fallopian tube is 6.0 cm is pink to tan and is remarkable for having an attached mm suggested fluid filled cyst and is also remarkable for having metal surgical essure coil. [Ultrasound scan vagina] on (B)(6) 2022: findings: the endometrium measures 7 mm in thickness. Uterine fibroids are not present. There is partial visualization of right essure device at the uterine cornu which is better visualized on comparison CT. Small focus of increased echogenicity in the endometrium measures.0.7 0.4x 0.4 cm impression: 1. Focus of hyperechogenicity in the uterine endometrium appears normal ball on cine imaging and likely represent blood products. Correlate for history of vaginal spotting. Recommend follow-up pelvic ultrasound 6-12 weeks 2. Partial visualization of bilateral essure devices. 3. Ovaries have normal size with no sonographic findings of ovarian torsion batch no c18712 production date 2014-01-30 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2715 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.